Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : e1 ( event site telephone ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that batteries will not hold charge after testing batteries on a different machine, the console is not charging the batteries; the power indicator light is off even after changing the power outlet. Additionally the fse reported the unit failed the power cord continuity test and that the cord was defective. The fse replaced parts (reel, ac power cord) . The unit passed all functional and safety checks as per manufacturer's specifications. The failure analysis and testing dept. Received part with a reported unit failure of the batteries will not charge. The fat performed a visual inspection and found the part to be in good condition. The fat installed the power cord in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no harm reported.

Manufacturer narrative:
Updated fields:b4, g2, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, e1 event site email. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that batteries will not hold charge after testing batteries on a different machine. Additionally, the fse reported the unit failed the power cord continuity test and that the cord was defective. The unit is not functional and the replacement parts reel, ac power cord li-ion battery pack, tested will be ordered. The console has been left in place, non-functional, isolated in the head nurse's office.

Event description:
It was reported by customer that during treatment the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no harm reported.